Manufacturer narrative:
Device evaluation: visual inspection of the returned nail revealed damage to the proximal holes on the distraction rod.. Additionally, there is visual damage to the threaded end of the device. X-rays of the device showed the anti-jam washer was compressed to the point of jamming. Functional testing has been conducted and the device was confirmed to be jammed. The device was unable to be distracted using the fast distractor, distraction test fixture, or the external remote controller (erc) unit. The failure to distract is a result of the device jamming. The exact root cause is unable to be determined, however, it is likely that if the nail functioned during the surgery, the nail may have been retracted during treatment causing it to jam.

Event description:
No additional information has been provided.

Event description:
Information was received that during distraction it was discovered that the nail did not distract at all. The nail has been explanted and replaced with another precice nail.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.